Event description:
Rptr stated that a corneal burn occurred and sutures were required to close. Incident occurred about one month ago, but did not report to MFR at that time.

Manufacturer narrative:
H-10: rec'd pt info from third party. Alleged that pt has vision loss in left eye. H-11: revised sections a1, a3, b3, f6. Updated: d6 catalog, lot and other # reference; g1: name; g2. This report was mailed in to FDA on: 11/24/1999.